Event description:
It was reported that the pt experienced high impedances two weeks after implantable neurostimulator implantation. Some of the bipole combinations were >4000 ohms (c-0=2600ohms, c-1=2100, c-2=2100, c-3=4122; 0-2 = 4122 ohms, 0-3 = 4522ohms). The pt experienced stimulation induced dyskinesia on some of the bipole combinations that were >4000 ohms at 1.5 and 2v amplitudes. It was also reported that when conducting impedances at .7v that the system did not prompt to conduct impedances at 1.5v as it should. The pt was experiencing a stimulation response.

Manufacturer narrative:
(B) (4).